Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On (B)(6) 2022, the patient was evaluated for complete seal of the implanted watchman flx device following the report of hospitalization for a cva event. During the follow-up transesophageal echo (tee) it was noted that the existing watchman device which has a reported complete seal with 0mm leak at date of implant had a noted peri-device leak of greater than 5mm. The patient was scheduled for watchman flx peri-device leak repair using embolization coils and a plug. The patient was brought to the cardiac cath lab where embolization coils as well as a percutaneous trans-catheter plug device were used to achieve a leak repair. The patient is expected to make a full recovery.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On 09nov2022, the patient was evaluated for complete seal of the implanted watchman flx device following the report of hospitalization for a cva event. During the follow-up transesophageal echo (tee) it was noted that the existing watchman device which has a reported complete seal with 0mm leak at date of implant had a noted peri-device leak of greater than 5mm. The patient was scheduled for watchman flx peri-device leak repair using embolization coils and a plug. The patient was brought to the cardiac cath lab where embolization coils as well as a percutaneous trans-catheter plug device were used to achieve a leak repair. The patient is expected to make a full recovery. It was further reported that on 24 aug 2022, the previously reported cva event occurred. The cva was ischemic. The patient had symptoms of aphasia and right sided weakness. The patient was unable to follow commands. The relationship between the cva and watchman device is undetermined/unknown. The patient was discharged (B)(6) 2022.